Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9196100, quality notification and maintenance analysis and the maintenance occurrence (B)(4) potentially related to the occurrence was observed. The sample sent by the customer were verified and it was possible observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station, jam at guide. The maintenance order 602539144 was performed to fix the machine. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe plunger was broken. This was discovered before use. The following information was provided by the initial reporter: in november when using a 3 ml syringe in the chemotherapy pharmacy, it was found that there was a break in the plunger part. There are two samples held by the hospital pharmacy, one of which is sealed for analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe plunger was broken. This was discovered before use. The following information was provided by the initial reporter: in november when using a 3 ml syringe in the chemotherapy pharmacy, it was found that there was a break in the plunger part. There are two samples held by the hospital pharmacy, one of which is sealed for analysis.